Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 6/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 5/17/2016 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with the battery cap unable to be removed from the pump; it couldn¿t be removed without using pliers. It was also observed that the threads on battery cap were stripped and were unable to secure to the pump. The battery cap¿s manufacturing height and width were not within specification. Unrelated to the original complaint, it was observed that the display screen was dim and discolored and the battery compartment was cracked.